Manufacturer narrative:
Evaluation summary: a customer reported that the shunt "shot through iris into vitreous". The device history record (DHR) was reviewed. No abnormalities were found, and the batch was released according to release criteria. No sample was returned; therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that during a glaucoma filtration device (gfd) implant procedure, the gfd shot out through the iris and into the vitreous. The gfd remains sitting on the retina. Additional information was provided by the surgeon, who reported that she was attempting a trabeculectomy with insertion of shunt. After losing the shunt the procedure converted to trabeculectomy and iridectomy underneath trab site. The patient developed severe choroidal effusion during post-op night at 2am. Choroidal's kissing first day post-op. Post-op medications included injection of a corticosteroid, steroid dose pack and dilation of pupil. Patient choroidals receding not kissing after a dilation drop was prescribed four times a day. The symptoms were reported as expected to resolve. The surgeon will follow-up once choroidal effusion settles down. At that point whether the shunt is in the vitreous cavity or lying on the retina can be evaluated. At the time of choroidal detachment the blood pressure was 176/101.

Manufacturer narrative:
Evaluation summary: the sample was returned in its secondary package. The sample included delivery system (eds) in its opened primary packaging (pouch) and labels. No shunt was returned. The eds wire was fully pressed down. The eds wire did not protrude from the cannula opening. The root cause is inconclusive: the eds received was fully pressed down and the eds wire didn't protrude from the cannula opening which triggered the shunt release. The description of "shunt shot off like a rocket through the iris and vitreous, retina" is unclear since the release mechanism is based on the eds wire retraction and not on pushing/shooting the shunt. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient continues to have episodes of high blood pressure. The severe choroidal effusion occurred the night after the surgery where blood pressure was in the 170's over 100's. This obviously had nothing to do with my surgery. The choroidals were receding somewhat but I did not see her after august 30th as she was being followed by the retinal specialist. He gave her multiple corticosteroid subtenon's injections and she was put on multiple steroid dose packs. I believe sometime over the memorial day weekend she had another episode because her daughter reported that she was crying alot and probably therefore increasing her intracranial pressure. The next thing I heard is that there wasn't even a view of the choroidals on indirect exam. (Ie: hemmorhagic choroidals). This also obviously did not bode well for the patient's ultimate outcome. The patient was then sent to another doctor, who performed an ultrasound and said while the choroidals were not kissing she could not see the shunt. The patient was given 3 more days to turnaround which she did not. Two other doctors took this patient back to the operating room approximately 3 weeks following the initial glaucoma device implant procedure. They performed a drainage of the choroidals. The patient was cleared by her cardiologist this time and her blood pressure appeared to remain stable after her initial medication was doubled. The drainage of choroidals occurred inferiorly both laterally and medially and did reveal the presence of old dried blood. However when viewed with the indirect at the end of the case the retina appeared flat, there were still very low lying choroidals and the shunt could be seen in the vitreous cavity inferiorly. The patient returned the next day and had a severe vision impairing keratitis from the use of the lenses, lights etc while performing the case. She could however for the first time since the original surgery see counting fingers at about 6-12 inches. It is unclear whether the patient will need a subsequent vitrectomy to remove the shunt. So far it appears that it has not caused any retinal tear or hole or detachment and is inert. It is also in a position which should not affect her ultimate rehabilitative vision as it is lying inferiorly. It is not known if it is inducing any more vitritis than that already induced by the second surgery. She is presently taking a steroid for inflammation and a non-steroidal anti-inflammatory for any subsequent cystoid macular edema (cme). It is also to be noted that this patient had slight macular degeneration in this eye prior to the surgery. The patient also had an episode of cme several months prior to the original trabeculectomy surgery which resolved for at least 2 months prior to this surgery by stopping the prostaglandin that she was taking to control her intraocular pressure. As she couldn't take any prostaglandin after this incident she was put on miotic eyedrops to control her iop in addition to all the other medications she was taking.